Event description:
It was reported that during a drug-eluting treatment procedure, crossing difficulties were encountered. The physician was unable to deliver the taxus express2 stent to the lesion located in the calcified, proximal rca. Upon removal the stent was noted to be "crumpled up". No pt injuries or complications were reported. Patient status is listed as unknown.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The manufacturing records for #8662505 have been reviewed and no issues or discrepancies were found. This record review confirms that the device met all material, assembly, and performance specifications. Should further relevant info become available, a supplemental medwatch report will be filed.